Event description:
It was reported that the vns patient passed away. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
The physician reported that the patient experienced a reduction in seizures with vns therapy. The patient was receiving vns therapy at the time of death. The generator was explanted after the patient's death. The believed cause of death was cardiac arrest - cardiomegaly. The death was reported to not be related to vns. An autopsy was performed which revealed the circumstances of death as seizure followed by cardiac arrest. The patient had a history of cardiac problems. The generator and lead were returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
The coroner reported that the cause of death was heart failure and epilepsy, right ventribular hypertrophy and transposition of great arteries. It was reported that although the death could be categorized as sudep, the degree of cardiac abnormality was considered to have been significant and likely caused an arrhythmia leading to cardiac arrest. Analysis of the lead was completed on 06/24/2014. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Analysis of the generator was completed on 07/08/2014. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.